Event description:
It was reported that customer experienced intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer resolved events by reloading same cartridge and resuming insulin, further assistance was declined.